Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this cardiac resynchronization therapy defibrillator (crt-d) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.